Event description:
That patient underwent vns therapy system explant surgery, during which both the lead and generator were explanted. The reason for the explant is not known at this time. When a lead is explanted, it is normally because there is a product problem, user error, or clinical adverse event.

Event description:
Further follow-up revealed that the ncp system was explanted at the request of the patient's parents as the patient reportedly experienced no benefit from the vns therapy. No allegation of malfunction was made against either the generator or the lead and no malfunction was noted during analysis of explanted/returned product.

Manufacturer narrative:
The reason for explante was known at the time that supplemental report 1644487-2005-00916/01 was submitted, but was indadvertantly not included in that report.